Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. The customer delivered a correction bolus to treat the bg. The customer loaded a new cartridge to resolve the issue.